Event description:
Clinical study: during a coronary artery drug eluting stenting treatment procedure, the deployment balloon was slow to deflate.. The index procedure treated the right posterior descending artery (r-pda). The target lesion and a 2.20 mm vessel diameter, and was 99% stenosed. The physician predilated the lesion prior to placing one taxus liberte 2.25x32 mm (lot 7246056) drug eluting stent. The physician had difficulty deflating the deployment balloon. In order to deflate the balloon the physician deep sided the guide all the way down the vein graft and pulled on the balloon. The balloon was then reinflated to 10 atmmospheres,a nd as it was deflated it was pulled from the vessel. The deflation time is unk, and no pt complications were reported. The pt's post procedure ck's were all normal.